Event description:
On (B)(6) 2025, the patient reported a hypoglycemia event ~30 minutes prior. The ilet showed a blood glucose (bg) of 40 mg/dl, so patient treated with peanut butter crackers without fingerstick confirmation. At time of call, patient felt fine. Fingerstick showed 225 mg/dl, while pump read 72 mg/dl. The agent had patient calibrate pump (using dexcom g7). The patient was unsure of the cause but acknowledged correcting before verifying accuracy likely led to the high. Agent planned a follow-up call in ~1.5 hours to ensure bgs decreased. No symptoms experienced by the patient during event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.